Manufacturer narrative:
Internal report # (B)(4). Product not returned for evaluation. Customer declined replacement product at this time. Customer is satisfied with the product. Most likely underlying root cause: user had an inaccurate reference based on review with FDA on 06/21/2017, we verified the agency's interpretation of the act and submit this medwatch report based on the nature of the complaint for this recalled lot. FDA-assigned recall event ID (B)(4). Note: manufacturer contacted customer on 4/4/2016 in a follow-up call in order to ensure the customer's condition since the initial call; customer condition improved. No symptoms or medical attention reported since the original call. Customer satisfied with the product.

Event description:
Customer called in regarding wanting to know what his normal range is. Informed customer that he would have to speak with his doctor. Customer felt shaky earlier today and states he does not feel shaky now but feels nervous. Customer does not know his normal range customer states he is a new diabetic and his doctor has not informed him. Customer states he was verys shaky earlier today and meter read 48mg/dl and he ate ice cream and it went up to 64mg/dl. Customer states he felt hypoglycemic symptoms when meter read 48mg/dl and states that when he read 64mg/dl customer felt better. Customer provided last five test results and does not know the times or whether they were fasting or not. Customer states he feels nervous and denies need for medical attention at the time of call. The meter memory was reviewed for previous test result history (date / time not set): the 64mg/dl (B)(6) 2016 12:00:00 pm fasting:no, the 61mg/dl (B)(6) 2016 12:00:00 pm fasting:no, the 48mg/dl (B)(6) 2016 12:00:00 pm fasting:no, the 66mg/dl (B)(6) 2016 12:00:00 pm fasting:no, the 56mg/dl (B)(6) 2016 12:00:00 pm fasting:no.